Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced sustained high blood glucose while using the ilet, with glucose rising after scheduled meals and further elevation following a temporary disconnection for showering, reaching a reported maximum of 374 mg/dl; no specific device or component problem was identified, and the event was categorized as an adverse event without an identified device or use problem. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, and the site was viable with glucose trending downward after reconnection and continued therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.